Event description:
It was reported that the surgeon had inserted a three piece aspheric collamer lens model cq2015a and the surgeon noticed the lens had a tear in the optic. The surgeon enlarged the incision minimally to remove the lens and another lens was inserted and no suture used. It was reported that the technician tore the lens with the forceps during loading and they are using a indigo-p injector. Foam tip plunger and sfc-45fp which was not tested or approved for use with this type of lens.

Manufacturer narrative:
.415009.